Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres in 10 second, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good post procedure.